Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the output and ventricular adjustments were not working on the external pulse generator (epg). Of note, the atrial output could be adjusted. The epg will be returned for service and repair. No patient complications have been reported as a result of this event.